Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful sexual intercourse") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes (arms and chest area)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with surgery (full hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, abdominal pain, migraine and flatulence outcome was unknown, the mood swings, urticaria, fatigue, weight increased, alopecia and rash was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, flatulence, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received new events were added: gas pain. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful sexual intercourse") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes (arms and chest area)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with surgery (full hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, abdominal pain, migraine and flatulence outcome was unknown, the mood swings, urticaria, fatigue, weight increased, alopecia and rash was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, flatulence, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in iud removal date between (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful sexual intercourse") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes (arms and chest area)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with surgery (full hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, abdominal pain, migraine and flatulence outcome was unknown, the mood swings, urticaria, fatigue, weight increased, alopecia and rash was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, flatulence, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in iud removal date between (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: extension of expected date of next report on 27-mar-2020: pfs received:- patient dob updated .rcc was added .reporter was added .cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful sexual intercourse") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes (arms and chest area)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, abdominal pain and migraine outcome was unknown, the mood swings, urticaria, fatigue, weight increased, alopecia and rash was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: reporter, patient demographics, medical history, historical drug and laboratory data were added. Updated suspect drug indication. On (B)(6) 2017, she explanted essure. Added events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: hives and rashes (arms and chest area), nausea, pain, fatigue, weight gain, hair loss, severe cramping, abdominal pain, painful sexual intercourse, migraines. Injury event deleted. Outcome and onset dates of events updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful sexual intercourse") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), urticaria ("rashes or skin conditions type: hives") and rash ("rashes (arms and chest area)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with surgery (full hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, abdominal pain, migraine and flatulence outcome was unknown, the mood swings, urticaria, fatigue, weight increased, alopecia and rash was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, flatulence, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received new events were added: gas pain. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.